Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation papers allege patient suffered from discomfort and pain in her hips. It is also alleged it became increasingly painful for her to walk, to move her legs, to stand and to rise from a seated position. It is also alleged patient suffered a loss and limitation or motion. It is also alleged patient will undergo revision surgery on her right hip by (B)(6) 2010. It is further alleged patient will have to go undergo a revision surgery for her left hip after healing from the revision surgery on her right hip.

Manufacturer narrative:
The (B)(4) was voluntarily recalled from the market in (B)(4) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation papers allege patient suffered from discomfort and pain in her hips. It is also alleged it became increasingly painful for her to walk, to move her legs, to stand and to rise from a seated position. It is also alleged patient suffered a loss and limitation or motion. It is also alleged patient will undergo revision surgery on her right hip by (B)(6) 2010. It is further alleged patient will have to go undergo a revision surgery for her left hip after healing from the revision surgery on her right hip. Update: (B)(4) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised due to pain and elevated ion levels. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the right side and also identified implant dates for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Bilateral patient. Litigation papers allege patient suffered from discomfort and pain in her hips. It is also alleged it became increasingly painful for her to walk, to move her legs, to stand and to rise from a seated position. It is also alleged patient suffered a loss and limitation or motion. It is also alleged patient will undergo revision surgery on her right hip by december 31, 2010. It is further alleged patient will have to go undergo a revision surgery for her left hip after healing from the revision surgery on her right hip. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised due to pain and elevated ion levels.

Event description:
After review of medical records the patient was revised to address failed left total hip arthroplasty with large metal on metal bearing surface plus inflammatory reaction due to metalosis causing acute inflammatory effusion. Operative findings reported inflammatory cloudy joint fluid that appeared fluid of metallosis, synovial tissues were inflamed and hypertrophic. There was a region of ossification in the subcutaneous fat just above the it band which required tunneling of the incision in a subcutaneous in-order to retrieve. There were 2 heterotopic bony masses. Morse taper found to have some black material.